Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code was found in the ventilator's downloaded error log. Internal li-ion and detachable batteries will be replaced to address the issue. In addition, not related to the issue the software was upgraded to the current version.